Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: g2: user facility was inadvertently selected in the initial report and company representative was not selected as well. It has been over seven (7) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed adhesion of foreign material in the air/water (aw) channel, aw cylinder, and aw auxiliary water channel but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. However, it was assumed foreign material was possibly not removed since the reprocessing was not conducted properly for a leakage due to deformation of the scope connector. The event can be prevented by following the instructions for use which state: "IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign objects in the air/water cylinder, air/water tube, and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.